Event description:
Twenty gauge surflow intra-venous catheter inserted by emergency department provider with ultrasound guidance on (B)(6) 2024 . IV removed by registered nurse on (B)(6) 2024 and part of tip of catheter was missing. Emergency ultrasound located tip of catheter in left antecubital area. Removed by registered nurse procedure on (B)(6) 2024 at (B)(6) hospital.